Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the broken lens occurred due to excessive use. The shadow on the image was caused by a broken lens in the optical system which in turn was caused by the bent outer tube. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (cloudy image) was not confirmed. In addition to the broken optical lens, the outer tube was bent and there was a dent on the distal edge object window. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using a telescope, 70°, 4 mm, there was a cloudy image. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was a broken optical lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.